Event description:
A report was received that a patient underwent a pocket revision to move the ipg to a more comfortable location. The patient was experiencing discomfort at the pocket site prior to the pocket revision. The patient is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.